Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 19.6 mmol/l at the time of incident. Customer stated that the insulin pump keys felt puffy like a pillow and could not get buttons to respond, customer removed the battery from pump and keys started to respond. The customer was advised to replace battery with recommended battery and customer states keys started to be unresponsive once again. The customer was advised to discontinue use of pump and revert to back-up plan. The customer stated that they believe that there was a leak but not sure where it is coming from. The insulin pump is being replaced and recommended customer to return pump for analysis.